Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the haptic become stretched and stuck in the preloaded device. The surgeon had to remove the lens during the initial procedure. The wound was enlarged. A new lens was implanted without further complications. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device is returned in the blister tray. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The lens and the plunger are advanced outside the nozzle tip (not fully). Broken haptic observed in the tip of the nozzle between the plunger and the nozzle wall. Haptic tip is facing upwards outside the nozzle tip. The lens is not returned. The nozzle tip has a stress. The root cause for the broken haptic could not be determined. The broken haptic is in front of the plunger with the distal portion oriented toward the nozzle tip. The plunger position in relation to the broken haptic during advancement cannot be determined. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned for analysis. Photo review: the returned picture shows activated ultrasert device. The plunger appears to be fully advanced outside the tip of the nozzle. One haptic appears to be present between the nozzle wall and the plunger with it's portion being advanced outside the tip of the device. Based on our observation of the attached photo, haptic is broken in the device. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).